Event description:
It was reported, the camera head image was distorted. The event was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (unknown); e3: occupation ¿ no information provided. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was distorted. The event was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause could not be established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.